Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 9, 2021.

Manufacturer narrative:
This report is submitted on december 21, 2020.

Event description:
Per the clinic, the patient developed an infection at the post auricular incision site, and was treated with oral antibiotics (date and duration not reported). However, the infection could not be resolved, and the device was explanted on (B)(6) 2020. Reimplantation is planned but has not yet occurred at the time of this report.